Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.7 inr/3.36 inr; 2.9 inr/2.2 inr. Patient 1's coumadin dose was decreased based on the reported results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Patient 2's demographic information: (B)(6) male. Coumadin 10 mg, ferrous sulfate 325 mg, propecia 1 mg, norco 325 mg, multivitamin, flomax 0.4 mg . Will not be returned to manufacturer.